Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number-serial number (B)(4) was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. The catheter failed the performance test due to triggering of system notice 50032 ¿the safety system has detected a compromised outer vacuum¿. Dissection test showed dry blood inside the inner balloon, y-block, pebax tubing 45mm, and pebax tubing 55mm. The pressure test showed a leak at a check valve in the y-block, and a breach and kink on the guide wire lumen 2.64mm from the tip. In conclusion, the reported system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed through the product analysis on catheter. The balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.